Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during use. The technical service representative (tsr) asked the registered nurse (rn) to ask the home patient (hp) the troubleshooting questions. The rn stated the hp was deaf. The rn stated that the line had not been properly primed and alleged that there was an issue with the supplies but could not clarify what the issue was. The rn stated they were reviewing the alarm log. The tsr explained the alarms to the rn. The rn stated the hp had contacted baxter about the alarms. The tsr explained that the hc was operational and the hp could start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.